Manufacturer narrative:
No patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. The mean age of the complication group was stated to be 74.9 (±6.7) years. It was stated that 99 of the 118 patients of the complications group were male. The date of incident is unknown. Therefore, the date the article was published online was used. The author has been contacted multiple times to provide additional information regarding the reported adverse events. No information has been provided to date. Lot/serial numbers were not provided, therefore, a review of the manufacturing records could not be conducted. 20 additional complaints were identified based on the information the article provided and are being reported on.

Event description:
The following publication was reviewed: ¿detection of late complications after endovascular abdominal aortic aneurysm repair and implications for follow up based on retrospective assessment of a two centre cohort¿ (hassan baderkhan et. Al, european journal of vascular and endovascular surgery, 2020, published online march 21, 2020). This retrospective study assessed post-endovascular aortic aneurysm repair (evar) complications in a two centre cohort. The study evaluated the rate of complications presenting with symptoms vs. Those detected by imaging follow up. A total of 454 patients were treated by evar (116 of those with gore® excluder® aaa endoprostheses) in the two participating institutions during the study period. Fifteen patients died within 30 days after the operation and were excluded from further analyses. Of the 439 remaining patients, 118 patients (33 of those with gore® excluder® aaa endoprostheses) developed 176 complications, 42 patients developed more than one complication. 106 of the complications were asymptomatic of which 82 was reintervened upon. 70 complications were symptomatic of which 62 were reintervened upon. 8 patients did not undergo reinterventions. Among the mentioned complications in the article it was stated that 41 patients had a type ia endoleaks (33 asymptomatic / 9 symptomatic). The article lists performed interventions (relining, thrombolysis, cuff/palmaz, iliac re-interventions, conversion to open repair, conversion to aui, coil or glue embolization, other surgical or endovascular re-interventions) without indicating the related specific complication. No patient specific information regarding the reported events and interventions was provided in the article. It is unknown if the reported events are related to patients treated with gore® excluder® aaa endoprostheses or to patients treated with one of the other used stent graft types in the study.